Manufacturer narrative:
The customer did some troubleshooting on her own, which included purchasing new parts and disassembling and reassembling the parts. Following troubleshooting, the customer indicated that the suction issue was not resolved. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on 08/20/2018 and 08/28/2018 to get additional information, to which the customer responded on 08/30/2018, indicating that the replacement pump was working without issue and the mastitis had since resolved. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 09/04/2018 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self - limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 08/15/2018, the customer reported via email to medela llc that a few months into using her freestyle breast pump, she developed mastitis due to ineffective suction. She further alleged that the pump had a lot of issues once she cleaned it and the parts needed to be taken apart and put back together several times before they would work. The customer called back on 08/21/2018 after an email response from customer service urging her to do so. At that time, she alleged that she saw a doctor for the mastitis and was on an antibiotic and had a follow up appointment.